Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 155 mg/dl. Customer stated she might have been sleeping on the device. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis. Customer also mentioned the device froze up when she changed the battery but she declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. No frozen screen noted during testing. All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with minor scratches on display window and cracked case at display window corner.